Manufacturer narrative:
10/13/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and entered in h3 and h6.

Event description:
The device was used during a "vats" lobectomy procedure. Reportedly, the anchor block broke and the instrument was difficult to close. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.